Event description:
On (B)(6) 2013, the patient claimed that the animas pump has malfunction. Animas made several attempts to contact the patient back for more information but was not successful. This complaint is being reported due to the alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.